Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their cobas 8000 ise module. The customer provided data for 12 patients, of which there were 3 patients with discrepant results reported outside the laboratory. The first patient's initial chloride result was 63 mmol/l. Three hours later, the patient had a new sample tested and the chloride result was 102 mmol/l. The original sample was then repeated and the result was 98 mmol/l and it was issued as a corrected report. The second patient's initial sodium result was 124 mmol/l accompanied by a data flag and this result was reported outside the laboratory. The analyzer auto-repeated the sample and the repeat sodium result was 142 mmol/l and it was not reported. The sample was tested on another cobas 8000, serial number not provided (c2) and the result was 143 mmol/l. The patient had another sample tested and the result was 142 mmol/l. The sample was tested again and the result was 143 mmol/l and it was issued as a corrected report. The second patient's initial chloride result was 61 mmol/l and it was reported outside the laboratory. The sample was repeated on c2 and the result was 102 mmol/l. The patient had a new sample tested and the result was 103 mmol/l. The sample was tested again and the result was 102 mmol/l and it was issued as a corrected report. The third patient's initial sodium result was 123 mmol/l accompanied by a data flag and this result was reported outside the laboratory. The analyzer auto-repeated the sample and the sodium result was 142 mmol/l and it was not reported. The sample was tested on c2 and the result was 140 mmol/l. The sample was then tested again and the result was 140 mmol/l and it was issued as a corrected report. The third patient's initial potassium result was 3.3 mmol/l. The sample was repeated on c2 and the result was 4.3 mmol/l. The sample was then tested again and the result was 4.0 mmol/l and it was issued as a corrected report. The third patient's initial chloride result was 64 mmol/l. The sample was repeated on c2 and the result was 103 mmol/l. The sample was then tested again and the result was 103 mmol/l and it was issued as a corrected report. There were no adverse effects to any of the patients involved in the event. The sodium electrode lot number was p02 and the expiration date was 02/28/2013. The potassium electrode lot number was w87 and the expiration date was 01/31/2013. The chloride electrode lot number was a58 and the expiration date was 02/28/2013. The field service representative found the reference electrode had an air leak leading to the discrepant results. An ise check showed varying results of sodium, potassium, and chloride for this module only. He replaced the reference and potassium electrodes. He performed an ise check and a precision test and all the checks were good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was determined that the reference electrode in use at the time of this event, lot number w00 with expiration date 09/30/2012, was expired at the time of this event. The electrode must be exchanged every six months per the manufacturer's specifications.